Manufacturer narrative:
Investigation: visual inspection: a deformation of the outer housing of the progav valve was observed through the visual inspection. The bend protection was slightly calcified. Permeability test: a permeability test has shown that the progav shuntsystem is permeable. Adjustment test: the progav was tested and is not adjustable throughout the normal range. The braking force is no longer given. The shuntassistant is a valve with a fixed pressure, so the adjustment test couldn't be applied. Braking force and brake function test: the brake functionality test couldn't be performed because the braking force is no longer given. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Because the brake from the progav is nonfunctioning the computer control test couldn't be performed. The results show that the shuntassistant is not operating within the accepted tolerance in the vertical position. He shuntassistant shows an increased flow of liquid at the time of our investigation. Result: first, we performed a visual inspection of the progav. A deformation of the outer housing of the progav valve was observed through the visual inspection. This deformation was confirmed through a measurement of the plan parallelity. The bend protection was slightly calcified next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The brake function did not operate as expected and the opening pressure of the valve was out of tolerance. Finally, we have dismantled the valve. Inside the valves we have found a bit of build-up of substances (likely protein). Based on our investigation, we confirm that progav was non-adjustable at the time of our investigation. This is likely due to a deformation of the outer housing of the progav valve. We confirm that the shuntassistant shows an increased flow of liquid at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
Additional information/ investigation result will be submitted in a supplemental report.

Event description:
It was reported that a progav shunt system (#fv414t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in under-drainage. The ventricle of the patient were dilated. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. (B)(6). Height: 150 cm. Gender: female.